Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose (bg) level was 99 mg/dl. Tandem technical support sent the customer a replacement usb cable. Multiple contact attempts were made by tandem technical support to determine if the replacement usb cable resolved the issue; however, the customer did not respond.